Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. However, there was air introduction with short-time st elevation in v1 and v2, therefore the sheath was replaced, and the issue was resolved. The procedure was completed and there were no interventions required. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink in the shaft. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. However, there was air introduction with short-time st elevation in v1 and v2, therefore the sheath was replaced, and the issue was resolved. The procedure was completed and there were no interventions required. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.